Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As no analysis will be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implantable cardioverter defibrillator (ICD) change out the patient developed a hematoma. The right ventricular (rv) lead had high thresholds and also alerted for a high/undefined pacing impedance. Upon entering the pocket to evacuate the hematoma, it was noted the pin of the rv lead was not in good contact. The pin was repositioned and numbers were within normal parameters following the revision. The lead and device remain in use. No further patient complications have been reported as a result of this event.